Event description:
It was reported that a merlin.net transmission showed an alert for non-sustained rv oversensing due to far p-wave oversensing. The device was reprogrammed and remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.